Event description:
It was reported that after the iab was inserted into the patient's right leg and pumping initiated, her right pedal pulse was lost and her foot began to turn blue. The iab was removed and a second one was placed in the patient's left femoral artery. There were no additional complications.